Manufacturer narrative:
The customer called the company representative to assist with troubleshooting. It was then determined that the customer was using wrong settings. The issue was resolved by changing system parameters. The system was manufactured on april 27, 2015. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the customer setting the parameters incorrectly. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that there was poor vacuum of the residual particles and handpiece issues during a surgical procedure. The procedure was completed with no patient harm. Additional information has been requested.